Event description:
Related manufacturer reference number: 2017865-2018-19669. New information received noted that the lead was capped and replaced on (B)(6) 2020. The new lead will be monitored for elevated capture threshold. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, multiple mode switches and noise reversions were observed on atrial lead. Previous episodes were observed on (B)(6) 2018. Lead replacement was discussed. The patient was stable. No intervention was reported.